Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd needle experienced leakage prior to use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. This is a notification to inform you that a distributor has a commercial product complaint that occurred in the USA relating to ancillary components for use with the drug product. Which needle is this complaint referring to below? Dosing did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(6) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request. Will samples be returned for investigation? Samples of needles cannot be returned for further evaluation. Samples were discarded.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: product quality surveillance senior specialist ¿ commercial complaints. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd needle experienced leakage prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. This is a notification to inform you that a distributor has a commercial product complaint that occurred in the USA relating to ancillary components for use with the drug product. Which needle is this complaint referring to below? Dosing. Did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(6) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available for any investigation request. Will samples be returned for investigation? Samples of needles cannot be returned for further evaluation. Samples were discarded.